Manufacturer narrative:
No conclusion can be drawn for the tools. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Report inconclusive for em200 and as08. The devices have been returned and is still pending their evaluation results. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. The em200 has been in use for approximately 135 months and the as08 has been in use for approximately 156 months with no record of factory service during this period. We will continue to track and trend this complaint type. Concomitant: 8td158 (l/n: 0218193380). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a craniotomy procedure, the tool was damaged/burnt and broken. It was reported that sparks occurred near the tool but, it could not be determined whether it came from the attachment or motor. It was reported that the damaged piece of the tool remained inside the patient's body. On follow-up, it was reported that there was no unplanned actions taken because of the event and the procedure was completed using a backup device. It was also reported that there will be no revision surgery to remove the tool from the patient's body. On further follow-up, it was reported that the patient had no issues post-surgery.

Manufacturer narrative:
Evaluation determined that two tools were received. The tool from lot 0218193380 was fractured and the tool from 0218331550 was received intact. It was noted that the tool with lot number 0218193380 was most likely fractured from excessive heat generation and contact to attachment tube due to significant side loading. The tool with lot number 0218331550 was received in good condition and likely the back-up device used to complete the procedure. It was also added that twist drills are only intended for forward cutting. The em200 was tested and the temperature rise was measured to be 31.32°f. The as08 was tested and it was noted that all bearings and compression nut were worn, the color band has scratch, and the laser markings were faded. FDA codes for 8td158 0218193380: fdm b01 fdr c070603 fdc d12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.